Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a leak. The root cause was determined to be a ruptured reservoir. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate sv 100 was observed leaking during filling. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.